Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, outer tube is damaged, charged couple device (r-unit) has a kink and dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunctions: the outer tube is damaged and therefore the dielectric strength is inadequate and the charged couple device (r-unit) has a kink and therefore the parts are not dis/re-assemble. The most probable cause of the poor image is no problem detected and for the outer tube has a dent, outer tube is damaged, charged couple device (r-unit) has a kink and dielectric strength is inadequate is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had poor image. The issue was found during unspecified therapeutic procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.